Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while cutting was performed, the cutting wire broke of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 39 was analyzed, and a visual evaluation noted that the cutting wire was broken kinked and blackened from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the tip of the catheter was detached. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. Additionally, the detached tip, could be caused by operational factors, such as manipulating the device through difficult anatomy and the technique for the device manipulation, interaction between the device and the scope or the kinked and broken section of the cutting wire could lead the device getting stuck, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the truetome 39 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed that a section of the distal tip detached/separated, also the cutting wire was kinked and broken. No other problems with the device were noted from the photo. Upon media analysis, it was observed that a section of the distal tip was detached/separated, and the cutting wire was kinked and broken. The product was not returned for analysis to identify any problem with the device. Additionally, without proper evaluation of the device, the most probable causes that contributed to the event remains unknown. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while cutting was performed, the cutting wire broke of the truetome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Event description:
It was reported to boston scientific corporation that a true tome 39 was used in the papilla and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while cutting was performed, the cutting wire broke of the true tome 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.